Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data shows that the device completed first and second priming sequences and was deactivated at 1685 pulses. The device successfully delivered insulin. The device was reset into the not deployed position using the lock and load tool and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were observed with the needle mechanism assembly. There is no indication of a needle mechanism failure. The formed needle and bottom housing were inspected for damages or defects that could cause pain during insertion and none were found. The exact cause of the pain during insertion could not be conclusively determined. Cracks were observed on the top housing. The timing and cause of this damage is unknown. Based on the data, the damaged housing did not affect insulin delivery. An 0x1c alarm was generated, indicating the pod reached the expiration time. The downloaded data confirms the device ran for 80 hours and then alerted the user to change the pod. The device functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 300 mg/dl while wearing the pod longer than 48 hours on the arm. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, no treatment information given.